Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after the lead was positioned in atrial, high lead impedance was observed on psa measurement. Changing the psa cable and clips did not solve this problem. Lead was replaced. There were no adverse consequences to the patient.